Event description:
Per independent repair center statement, the alarm will not function. The key failure is the power switch on the control panel causing an issue with the alarms. Additional malfunction is the regulator on the product tank leaking.